Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 265-387 mg/dl) and the cause was not known. During troubleshooting with tandem technical support, the pump date was found to be off by one day. The customer did not know how or when the date became inaccurate. The customer did not believe the incorrect date impacted bg. The customer successfully corrected the date.